Event description:
During set up, the patient placed their fingers on the side of the bed for support. The finger was trapped when the table top was removed longitudinally. The patient sustained a severely squashed finger tip requiring microsurgery.